Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Evaluation of the incident electrode and concomitant pencil found them to function properly. Visual inspection found the electrode was discolored but the insulation was intact and passed hipot testing. No product conditions were identified that would have caused or contributed to the reported event. The instructions for use state do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes). Electrosurgical accessories which are activated or hot from use can cause a fire. Use a holster to hold electrosurgical pencils and similar accessories safely away from patients, surgical team and surgical drapes.

Event description:
The customer reported that 10 minutes into a latissimus dorsi muscle flap procedure, the gauze on the surgical site caught fire. The fire was extinguished. There was no injury to the patient. The electrode tip, pencil and generator were all replaced and the issue was resolved.

Manufacturer narrative:
Covidien reference#: (B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.